Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular bipolar pacing impedance rose out of range starting (B)(6) 2016. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered for nsts (non-sustained tachycardia) and sics (sensing interval count) on (B)(6) 2016. Analysis of the device memory also indicated that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance rose out of range starting (B)(6) 2015. Analysis of the device memory revealed oversensing due to non-physiologic signals/sic (sensing integrity counter). Some 1068 ventricular sics were observed since the last session 21.12 hours ago. Lastly, review of the device memory noted there was oversensing associated with the right ventricular lead. Thirteen episodes with v-v intervals <(><<)> 220 ms were noted on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance, oversensing and exit block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.